Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, the customer did not see insulin exit the infusion set tubing. Reportedly, a new cartridge was loaded to address the event using the same infusion set and insulin delivery was resumed. The customer suspected that the cartridge was defective. There was no reported impact to blood glucose.